Event description:
In (B)(6) 2015, at age (B)(6), I had the novasure uterine ablation to control excessive uterine bleeding. I had extreme pain and cramping for less than 34 hours after the procedure. The bleeding stopped and all seemed well. In (B)(6) 2016, I began to have horrible episodes of pelvic pain. I went to the emergency room several times, thinking I was having an appendicitis. I knew something was wrong but the ER drs simply stated he was not giving me pain medication and there was nothing wrong with me. I stopped going to the ER and suffered with the pain. In 2017 the episodes of pain got so bad that I could no longer function. I was literally rolling around on my living room floor, crying and praying that the pain would stop. I couldn't breathe or speak a full sentence. I went to the ER again. Finally, I was told I had endometrial bleeding but since the ablation, the uterus was sealed off and there was nowhere for the blood to go. I was transferred to another hosp and had a surgical consult. I was released with pain medication and a pre-op appt, I underwent a vaginal hysterectomy in (B)(6) 2017, at age (B)(6). The surgeon discovered thick brown "old blood" free in my pelvic cavity. The question remains if the uterus ruptured just prior to surgery or if it leaked out the fallopian tube. One of my ovaries was damaged during this ordeal and also had to be removed.